Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood. Detailed analysis confirmed that the fractured inner coil near the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This right atrial (ra) lead was not successfully implanted as it exhibited placement difficulties due to helix extension and retraction issues. The device was returned and analyzed. Fractured inner coil near the terminal pin was observed. No adverse patient effects were reported.